Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) year old male pt called into zoll on (B)(6) 2014 to report that he was treated. The pt was walking at the time of the event. The pt reported that he pressed the response buttons. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 14:09:08. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were pressed after the treatment was delivered. After the pt returned home from his walk, he called the ems and was transported to the hosp. The pt continued wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. After the pt returned home from his walk, he called the ems and was transported to the hosp. The pt continued wearing the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 02/01/2010 - reuse; electrode belt sn (B)(4): 02/01/2011 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg